Manufacturer narrative:
Insulin pump received a motion sensor test failure alarm during rewind due to encoder out of phase. Unable to perform displacement test due to constant alarm. Unable to verify motor error alarm due to alarm at rewind. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed for a motor error. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.